Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with vancomycin (1 g, intraperitoneally, every five days for twenty-one days), gentamicin (intraperitoneally, one dose, dose unknown), and levaquin (500 mg, oral, for seven days, frequency not reported) for peritonitis. Two days after the event onset, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.